Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: octrode lead kit, 60 cm length, model: 3186, UDI: (B)(4), serial: n/a, batch: 171374.

Event description:
It was reported that the patient experienced ineffective therapy. Diagnostics revealed high impedances on one lead. As a result, surgical intervention may be undertaken to address the issue. The investigation did not determine which lead was impacted.